Manufacturer narrative:
Device passed the rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No insulin flow blocked alarm noted during testing. Device functioning properly during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had a insulin flow block alarm during bolus, basal and fill tubing. Customer was tried to changing both infusion set and reservoir but still gets insulin flow block alarm. Customer was performing a 5.0unit fixed prime cannula but insulin did not exit. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.